Event description:
Device issue: none. Adverse event: perforation/thrombus requiring intervention. Onset of adverse event: during the procedure. It was reported that a voyager balloon was used to pre-dilate the mid circumflex (cx) and then a 3.0 x 18 vision stent was deployed at 16 atm, at which time a perforation was observed. An attempt was made to treat the perforation with the graftmaster stent, but it would not cross. A 3.0 x 15 voyager balloon was inflated for 10 minutes at the perforation site until it resolved. The patient became slightly hypotensive and was given dopamine. Thrombus was observed in the cx, which required aspiration. The procedure was completed at that time and the patient was transferred to the care unit in stable condition. The patient is still doing good. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypertension, perforation, and thrombosis are known adverse events as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 16 mm graftmaster (part 12744-16, lot 596932), indicated is being filed under a separate MFR#.